Manufacturer narrative:
Updated sections: d9, h2, h3, h4 h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the sureform 60 blue reload for failure analysis (fa) evaluation. The blue stapler reload was returned attached to the sureform 60 stapler instrument, unused and unfired. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. The blue stapler reload was tested on an in-house system. The blue stapler reload attached to, and removed from the golden stapler instrument, without any issues on multiple attempts. The blue stapler reload passed the stapler reload recognition test. The blue stapler reload cover was removed and inspected after the fire. There was no damage to the stapler reload or its components. No product issue was identified. Additional information: isi received the sureform 60 stapler instrument for fa evaluation. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The stapler instrument passed the recognition and engagement tests, and moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The stapler instrument was tested in-house, and initialized, clamped, fired, and unclamped without any issues. The stapler instrument fired successfully twice using two sureform 60 blue reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of the logs were unable to verify any failures. The instrument was fully functional. There was no problem detected.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the sureform 60 stapler instrument fired an unknown colored reload which resulted in stomach tissue being dragged into the jaws and twisted. It was reported additional stomach tissue was taken to resolve this event. Staples were reported as straight and malformed. Customer reports there were no staples or sutures within the intended staple line. It was the first stomach fire. Malformed staples were removed, and the stomach tissue was oversewn. A new stapler was used and fired above the oversewn stomach tissue, resulting in a smaller that normal gastric pouch. The procedure and patient outcome are unknown at the time of this report.

Manufacturer narrative:
The sureform 60 stapler nor any reloads have been received at this time. A review of the staple logs for this procedure has been performed. The logs show a sureform 60 stapler instrument was installed on the system 2 times and fired 2 reloads (1 white, followed by 1 blue). On both installs, all clamp attempts were successful. On install 1, the firing was completed with 1 pause for compression. On install 2, the firing was completed with no pauses for compression. There were no stapler related errors in the system logs.